Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), lower limb fracture ("other injury (ies) or complication(s) - please describe: broken left leg/ multiple breakages on right leg and right foot."), tibia fracture ("left tibia fracture") and foot fracture ("multiple breakages on right leg and right foot.") In a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, hypertension, pre-diabetic and d & c. Surgery (other) type of surgery: shattered right ankle ligament surgery shattered leg tibia fracture with surgeries. At least 30 cavities since ensure device. Right foot surgery and leg surgery multiple breakages on right leg and right foot. Fracture to left ankle. Concurrent conditions included vaginal odor, yeast infection, vaginal burning sensation, vaginal itching, vaginal irritation, menometrorrhagia, uterine bleeding, uterine hypertrophy and menorrhagia. Concomitant products included anethum graveolens (dill), duloxetine, metformin, metoprolol and rosuvastatin. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), depression ("neurological conditions or problems type: depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced lower limb fracture (seriousness criterion medically significant). On an unknown date, the patient experienced tibia fracture (seriousness criterion medically significant), foot fracture (seriousness criterion medically significant), ankle fracture ("fracture to left ankle"), vitamin d deficiency ("vitamin d deficiency / other injury(ies) or complication (s) please describe: vitamin d deficiency") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), leg surgery and right foot surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, lower limb fracture, tibia fracture, foot fracture, ankle fracture, mood swings, urinary tract infection, migraine, headache, tooth disorder, depression, vitamin d deficiency, fatigue, weight increased, irritable bowel syndrome and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, ankle fracture, depression, fatigue, foot fracture, genital haemorrhage, headache, irritable bowel syndrome, lower limb fracture, migraine, mood swings, pelvic pain, tibia fracture, tooth disorder, urinary tract infection, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion 2007 and (B)(6) 2005. Discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Was blocked and implantation was a success. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, dental problems, neurological conditions or problems type: depression, vitamin d deficiency, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: ibs, other injury (ies) or complication(s) - please describe: broken left leg/multiple breakages on right leg and right foot. Left tibia fracture, multiple breakages on right leg and right foot, fracture to left ankle, stomach pain. Medical history, lab data, concomitant drug, reporter information, aka name were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic'), genital haemorrhage ('abnormal bleeding (general)'), lower limb fracture ('other injury (ies) or complication(s) - please describe: broken left leg/ multiple breakages on right leg and right foot.'), tibia fracture ('left tibia fracture') and foot fracture ('multiple breakages on right leg and right foot.') In a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, hypertension, pre-diabetic and d & c. Surgery (other) type of surgery: shattered right ankle ligament surgery shattered leg tibia fracture with surgeries. At least 30 cavities since ensure device. Right foot surgery and leg surgery multiple breakages on right leg and right foot. Fracture to left ankle. Concurrent conditions included vaginal odor, yeast infection, vaginal burning sensation, vaginal itching, vaginal irritation, menometrorrhagia, uterine bleeding, uterine hypertrophy and menorrhagia. Concomitant products included anethum graveolens (dill), duloxetine, metformin, metoprolol and rosuvastatin. In december 2005, the patient had essure (ess205) inserted. In january 2006, the patient experienced depression ("neurological conditions or problems type: depression"). In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dental caries ("dental problems I have seen multiple dentist; I have listed one of the dentists that did a lot of work in my mouth / filling of cavities"), fatigue ("fatigue") and amnesia ("neurological conditions or problems type: memory loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In february 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In january 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In september 2017, the patient experienced lower limb fracture (seriousness criterion medically significant). On an unknown date, the patient experienced tibia fracture (seriousness criterion medically significant), foot fracture (seriousness criterion medically significant), ankle fracture ("fracture to left ankle"), mood swings ("hormonal changes describe: mood swings"), vitamin d deficiency ("vitamin d deficiency / other injury(ies) or complication (s) please describe: vitamin d deficiency") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), leg surgery and right foot surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, lower limb fracture, tibia fracture, foot fracture, ankle fracture, mood swings, headache, dental caries, depression, fatigue, weight increased, irritable bowel syndrome, abdominal pain upper and amnesia outcome was unknown and the urinary tract infection, migraine, vitamin d deficiency and vaginal infection had resolved. The reporter considered abdominal pain upper, amnesia, ankle fracture, dental caries, depression, fatigue, foot fracture, genital haemorrhage, headache, irritable bowel syndrome, lower limb fracture, migraine, mood swings, pelvic pain, tibia fracture, urinary tract infection, vaginal infection, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion 2007 and dec-2005. Discrepancy noted in date of removal 22-dec-2017 and 23-dec-2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Ultrasound scan vagina - in may 2006: total bilateral occlusion. Was blocked and implantation was a success. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs was received: new events: vaginal infection, memory loss were added. Outcome of the events vitamin d deficiency, vaginal infection, uti, migraines were updated as recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.